Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported that the nav-ring is defective. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The authorized service engineer (asp) replaced the front bezel to address the reported issue. The nav-ring was returned to the manufacturer for analysis. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.